Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the valved trocar was not working and leaked making it difficult to maintain the increased infusion and raised intraocular pressure occurred during a procedure. The product was replaced with another and the procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
Three unopened trocar assemblies were received in a pouch for the report of leaking. The returned samples were visually inspected and were found non-conforming with damaged septums. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 18 additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).